Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (batch no. 20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, depression, multigravida, parity 3 (31mar2003, 01aug2004 and 07jun2007)), post-traumatic stress disorder, fracture of pelvis, ankle fracture, asthma, appendectomy, bladder operation, flank pain, dizziness, back pain, pyelonephritis, urinary frequency, anxiety, paroxysmal supraventricular tachycardia, early menarche and appendicitis. Previously administered products included for contraception: implanon from august 2009 to may 2010; for an unreported indication: phenergan, wellbutrin, keflex, paxil, folic acid, reglan and premesis. Past adverse reactions to the above products included weight increased with implanon. Concurrent conditions included obesity, hypertension since 2004, acid reflux (oesophageal), gerd, asthma, tachycardia, palpitations, skin lesion, allergic reaction to analgesics, drug hypersensitivity and sulfonamide allergy. Family history included hypertension (father), vision loss (father and paternal half sister), cardiomyopathy (mother), multiple allergies (sister), depression (sister) and fibromyalgia (sister). Concomitant products included cetirizine, diazepam (valium), ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan, misoprostol (cytotec), montelukast (singulair), morphine, naproxen sodium (midol extended relief caplet), salbutamol (albuterol) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / lower abdomen pain (during menstruation)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain (periodically throughout the and severe). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, headache, fatigue and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and migraine was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, left ovarian cystectomy, mini exploratory laparotomy and cystoscopy. Current weight: 235 lbs mr- trailing coils on left were 2 and trailing coils on right were 6. Patient. Patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on 23-aug-2010: total bilateral occlusion. (B)(6) 2010 : urine hcg : negative (B)(6) 2010 : hysterosalpingogram : impression: effective placement of the essure device with occlusion of both tubes. (B)(6) 2016 : transvaginal ultrasound of the pelvis with limited doppler analysis : findings: linear structures are seen, appearing to be within the fallopian tubes, which can be seen with essure-type contraception. Impression: uterus and right ovary are grossly unremarkable, except for simple cyst in the right ovary. Linear structures are seen, appearing to be within the fallopian tubes as with contraceptive devices. (B)(6) 201 : ur hcg, qual : negative (B)(6) 2016: surgical pathology report : diagnosis: uterus with cervix and bilateral fallopian tubes, resection: chronic cervicitis, mild, endometrial polyp, bilateral fallopian tubes with no histopathologic abnormalities. Right ovarian mass, resection: dermoid cyst. Left ovarian mass, resection: mature cystic teratoma. Gross description: the endometrial cavity measures 2.7 cm from cornu to cornu and 4.5 cm in length and shows a hemorrhagic endometrium averaging 0.2 cm in thickness with an endometrial polyp, 1.5 x 1 cm. At either cornu a glimpse of a gray tubal devise is appreciated. The right complete, fallopian tube measures 10 cm in length x 0.5 cm in diameter with fimbria and distal paratubal cysts, with the largest 1.5 x 1 x 0.8 cm. The left, complete, fallopian tube measures 8.5 cm length x 0.5 cm in diameter with fimbria and distal paratubal cysts, with the largest 2.5 x 1 x 0.5 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia(confirming menorrhagia), depression, migraine, headache, dysmenorrhoea(confirmimg severe dysmenorrhea), fatigue, abdominal pain lower" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc (product technical compliant ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, left ovarian cystectomy, mini exploratory laparotomy and cystoscopy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, depression, gravida ii, parity 3 ((B)(6) 2003, (B)(6) 2004 and (B)(6) 2007)), post-traumatic stress disorder, fracture of pelvis, ankle fracture, asthma, appendectomy, bladder operation, flank pain, dizziness, back pain, pyelonephritis, urinary frequency, anxiety, paroxysmal supraventricular tachycardia, menarche and appendicitis. Previously administered products included for contraception: implanon from (B)(6) 2009 to (B)(6) 2010; for an unreported indication: phenergan, wellbutrin, keflex, paxil, folic acid, reglan and premesis. Past adverse reactions to the above products included weight increased with implanon. Concurrent conditions included obesity, hypertension since 2004, acid reflux (oesophageal), gerd, asthma, tachycardia, palpitations, skin lesion, drug allergy, drug hypersensitivity and sulfonamide allergy. Family history included hypertension (father), vision loss (father and paternal half sister), cardiomyopathy (mother), multiple allergies (sister), depression (sister) and fibromyalgia (sister). Concomitant products included cetirizine, diazepam (valium), ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan, misoprostol (cytotec), montelukast (singulair), morphine, naproxen sodium (midol extended relief caplet), salbutamol (albuterol) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / lower abdomen pain (during menstruation)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain (periodically throughout the and severe) )"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, headache, fatigue and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and migraine was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, left ovarian cystectomy, mini exploratory laparotomy and cystoscopy. Current weight: (B)(6) lbs. Mr- trailing coils on left were 2 and trailing coils on right were 6. Patient. Patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2010 : urine hcg : negative. (B)(6) 2010 : hysterosalpingogram : impression: effective placement of the essure device with occlusion of both tubes. (B)(6) 2016 : transvaginal ultrasound of the pelvis with limited doppler analysis : findings: linear structures are seen, appearing to be within the fallopian tubes, which can be seen with essure-type contraception. Impression: uterus and right ovary are grossly unremarkable, except for simple cyst in the right ovary. Linear structures are seen, appearing to be within the fallopian tubes as with contraceptive devices. (B)(6) 2016 : ur hcg, qual : negative. (B)(6) 2016 : surgical pathology report : diagnosis: uterus with cervix and bilateral fallopian tubes, resection: chronic cervicitis, mild, endometrial polyp, bilateral fallopian tubes with no histopathologic abnormalities. Right ovarian mass, resection: dermoid cyst. Left ovarian mass, resection: mature cystic teratoma. Gross description: the endometrial cavity measures 2.7 cm from cornu to cornu and 4.5 cm in length and shows a hemorrhagic endometrium averaging 0.2 cm in thickness with an endometrial polyp, 1.5 x 1 cm. At either cornu a glimpse of a gray tubal devise is appreciated. The right complete, fallopian tube measures 10 cm in length x 0.5 cm in diameter with fimbria and distal paratubal cysts, with the largest 1.5 x 1 x 0.8 cm. The left, complete, fallopian tube measures 8.5 cm length x 0.5 cm in diameter with fimbria and distal paratubal cysts, with the largest 2.5 x 1 x 0.5 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia(confirming menorrhagia), depression, migraine, headache, dysmenorrhoea(confirmimg severe dysmenorrhea), fatigue, abdominal pain lower" most recent follow-up information incorporated above includes: on 1-feb-2018: events- "vaginal bleeding, menorrhagia, depression, migraines, headaches, dysmenorrhea (cramping), fatigue, lower abdomen pain", lot number, historical condition, patient information, reporter, concomittant and historical drug added from pfs. Lab data, concomittant condition, family history, historical condition and drug added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.